Manufacturer narrative:
Film evaluation results are: the exact source and type of endoleak seen in the CT¿s could not be determined from the images provided, and a 3-d angio study several weeks after the CT¿s also could not confirm the source or cause of the endoleak. This appeared most likely to have been a type iii fabric endoleak; however, no stent fractures or any fabric/suture anomalies could be confirmed from the films provided. It could not be confirmed (or ruled out) if the endoleak may have been related to fabric wear due to the proximal (external) stents of the contra limb which may have abraded the bifurcate near the level of the flow divider. Films from the reported discovery of the type iii endoleak when the physician elected to implant an aui device resolving the endoleak were not available for return.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, approximately four years post index procedure a break in the graft material and a type iii fabric endoleak was observed. Eight days following the discovery of the type iii endoleak the physician elected to implant an aorto-uni-iliac device and the endoleak was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.